Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a nurse regarding a patient receiving an unknown drug via an implantable pump for spinal pain. The nurse reported the patient has had pain for that least the last 2-2.5 months. Their pain was 9/10. The nurse stated they were told by the patient that their pump was out of medication but not audibly alarming. The patient no longer had a managing healthcare professional (hcp) and no one was willing to manage them since "they did not implant the devices". The nurse mentioned that the patient was currently on oral medications. The nurse was transferred to nas to get in touch with a rep.